Manufacturer narrative:
Product ID: 39565-65, lot# v492155020, implanted: (B)(6) 2010, product type: lead, product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient could not make adjustments on the patient programmer, with or without the antenna attached. It was also reported that the patient could not feel a stimulation sensation. She hasn't used the device for "several months." Additional information has been requested, but was not available as of the date of this report.